Event description:
A customer reported that a minicap did not fit well on the transfer set and iodine leaked out. He replaced the minicap with a new one from another box. There was patient involvement.

Manufacturer narrative:
(B)(4). (B)(6). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.